Event description:
It was reported that the customer experienced high blood glucose is 505 mg/dl; treated with manual injection. Customer received a no delivery alarm during basal. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. Instructed to disconnect and reconnect the reservoir and infusion set and perform manual prime; insulin exits the tubing. It was explained alarm was caused by a set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.